Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: september 30, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.0mm drill bit snapped as a surgeon was drilling a hole for screw insertion during an open reduction internal fixation (orif) of a calcaneus procedure on (B)(6) 2015. A portion of the drill bill was retained in the patient. The procedure was completed successfully with no reports of surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was completed: the shaft diameter of the drill bit was measured with the result, that it meets the specification. It was not possible to check the core diameter, as the tip broke off. A material hardness test was performed and the test met specification. The visual inspection shows, that there were no cracks detectable on the instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.